Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1 random) issue. The reporter stated that the meter remote displayed an error 1, and the error could not be cleared to perform a bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/01/2014-device evaluation:the meter remote has been returned and evaluated by product analysis on 03/13/2014 with the following findings:during testing, the meter remote was powered on and an error related to corrupted data was immediately emitted. The error could not be cleared, and therefore the meter remote could not be paired with a test pump.